Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The device was reportedly discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient was not reimplanted.